Event description:
It was reported that the patient felt his implant was not adequate in size. A surgical procedure was performed to replace the inflatable penile prosthesis (ipp) system. There were no patient complications.